Manufacturer narrative:
(B)(4). The insulin pump p-cap / test reservoir locks in place properly. The insulin pump was received with a blank display due to moisture damage on the stack electronic assembly. Swapped pump case with test case and was unsuccessful. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was found on the motor and force sensor during visual inspection. Corroded battery tube noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting battery. Customer stated that battery cap was broken and there was corrosion inside the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.